Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that on (B)(6) 2016 the patient's implant didn't seem to be working as well anymore because they were only feeling stimulation on one side, and it wasn't working as good as it usually did. There were no traumas or falls reported related to the issue. The patient tried increasing stimulation, but the adjustment didn't resolve the issue, so the consumer was wondering if the battery had gone bad because the patient had the device for a couple of years (it was implanted in 2004). It was confirmed the patient programmer (pp) was working correctly so it could be used to communicate with the implant which showed the implant was on. Relevant medical history includes post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.